Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks. Noise was observed in all three programmed sensing vectors. Noise was unable to be reproduced with pocket manipulations, however, was produced with patient movement. The device was noted to be implanted close to the patient back area due to a previous device explant for infection. Technical services (ts) discussed the device may need to be moved back to where a typical implant location would be, or consider a different device. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Please reference report 2124215-2021-06122 for the previous explanted device due to infection. It was reported that a revision procedure was performed. The device pocket was reopened. Visual inspection noted that the s-ICD was not sutured down in the pocket. The physician then placed the device in a sterile pouch, positioned it intermuscular, and sutured the device to the facia. The pocket was then closed. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks. Noise was observed in all three programmed sensing vectors. Noise was unable to be reproduced with pocket manipulations, however, was produced with patient movement. The device was noted to be implanted close to the patient back area due to a previous device explant for infection. Technical services (ts) discussed the device may need to be moved back to where a typical implant location would be, or consider a different device. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Please reference report 2124215-2021-06122 for the previous explanted device due to infection. It was reported that a revision procedure was performed. The device pocket was reopened. Visual inspection noted that the s-ICD was not sutured down in the pocket. The physician then placed the device in a sterile pouch, positioned it intermuscular, and sutured the device to the facia. The pocket was then closed. This device remains in service. No additional adverse patient effects were reported. It was reported that the patient presented to the emergency department after receiving 39 inappropriate shocks. Review of the stored episodes noted several episodes, some containing multiple shocks. Further review noted no noise, however, noted low amplitude signals that resulted in oversensing of what appeared to be p-waves. One delivered shock induced the patient into ventricular tachycardia (vt), and a subsequent shock converted the rhythm. It was reported that the patient was using the restroom at the time, and fell and hit their head. The device was programmed off and the patient was admitted to the hospital. The physician plans to implant a transvenous implantable cardioverter defibrillator (ICD) system. No procedure has been scheduled at this time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks. Noise was observed in all three programmed sensing vectors. Noise was unable to be reproduced with pocket manipulations, however, was produced with patient movement. The device was noted to be implanted close to the patient back area due to a previous device explant for infection. Technical services (ts) discussed the device may need to be moved back to where a typical implant location would be, or consider a different device. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Please reference report 2124215-2021-06122 for the previous explanted device due to infection. It was reported that a revision procedure was performed. The device pocket was reopened. Visual inspection noted that the s-ICD was not sutured down in the pocket. The physician then placed the device in a sterile pouch, positioned it intermuscular, and sutured the device to the facia. The pocket was then closed. This device remains in service. No additional adverse patient effects were reported. It was reported that the patient presented to the emergency department after receiving 39 inappropriate shocks. Review of the stored episodes noted several episodes, some containing multiple shocks. Further review noted no noise, however, noted low amplitude signals that resulted in oversensing of what appeared to be p-waves. One delivered shock induced the patient into ventricular tachycardia (vt), and a subsequent shock converted the rhythm. It was reported that the patient was using the restroom at the time, and fell and hit their head. The device was programmed off and the patient was admitted to the hospital. The physician plans to implant a transvenous implantable cardioverter defibrillator (ICD) system. No procedure has been scheduled at this time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks. Noise was observed in all three programmed sensing vectors. Noise was unable to be reproduced with pocket manipulations, however, was produced with patient movement. The device was noted to be implanted close to the patient back area due to a previous device explant for infection. Technical services (ts) discussed the device may need to be moved back to where a typical implant location would be, or consider a different device. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Please reference report 2124215-2021-06122 for the previous explanted device due to infection.